Event description:
The customer reported the cysto-nephro videoscope had an unknown object sticking out of the channel. The issue was identified during reprocessing. The user facility confirmed there was no patient involvement. There was no harm or user injury reported due to the event.

Manufacturer narrative:
The device was returned for evaluation. Upon inspection and testing of the device, a cracked m-plug was noted on the video connector. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. Based on the results of the investigation, the specific root cause of the foreign material could not be determined at this time. The following information is stated in the instructions for use: "3.3 inspection of the endoscope inspection of the endoscope inspect the control section, video connector, and light guide connector for excessive scratching, deformation, loose parts, or other irregularities. Inspect the electrical contacts on the video connector for corrosion. Inspect the boot and the insertion section near the boot for bends, twists, or other irregularities. Inspect the external surface of the entire insertion section, including the bending section and the distal end for dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects, or other irregularities." Olympus will continue to monitor field performance for this device.